Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited rising threshold and impedance trends until they had reached a high range. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. All electrical testing was within specified parameters. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was rising and beyond the expected upper range. Visual summary analysis of the lead indicated apparent explant damage. There were no relevant ventricular non-sustained episodes or short interval counts (sic). An out-of-range subthreshold lead impedance alert triggered on (B)(6) 2013. The rising impedance trend started (B)(6) 2014. An increase was observed from 500 ohms to between 2500 and 3000 ohms between (B)(6) 2013 to (B)(6) 2014.